Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing with a green cartridge, the device delivered complete staples lines on one side and only one row on the other side of the staple line. The device did complete the firing and it was noted the device did not sound right during use. Seamguard was used. Another device with green reloads was used to complete the procedure without further issue. Seamguard was used on the rest of the firings. A 20mm clip applier, tisseel product and the staple line was oversewed in addition to a new device to complete the procedure. A leak test was performed with methylene blue and was negative. A jackson pratt drain was placed. The drain was not a normal part of the procedure and was placed as a result of the device issue. Green cartridges were used for the rest of the procedure. The patient's bmi was unknown.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Intra-operative photographs were received. Based on the photographic evidence of the subject ple60a device firing of an ecr60g cartridge, unformed staples can be confirmed, however, the photographs do not provide evidence relative to what may have caused the issue.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Conclusion: based on the photographic evidence of the subject ple60a device firing of an ecr60g cartridge, unformed staples can be confirmed, however, the photographs do not provide evidence relative to what may have caused the issue.